Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: peel the tip. The probable root causes of the heat shrink got damage and melted could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. (B)(4).

Event description:
It was reported that the tip of the probe fell into the patient. Please note that pieces were removed from the patient and there were no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the probe fell into the patient. Please note that pieces were removed from the patient and there were no adverse consequences.